Event description:
(B)(4). Provider states the bracket welded on crossbrace where pivot link attaches is broken. She didn't have any information on this issue other than the chair resides in a hospital (B)(4).